Manufacturer narrative:
Concomitant medical product: pe-insert metasul 64/28: item#: 65112864, lot#: b539258. The manufacturer did not receive x-rays for review. The manufacturer received an incident report which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant migration.

Event description:
Patient was implanted on an unknown side and underwent revision due to implant migration.

Manufacturer narrative:
Additional information which was received on jun 03, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: a4, g4 corrections: e1 the manufacturer received other source documents for review. Should additional information become available and/or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient had a total hip replacement consisting of a modular stem and a biolox head from lima corporate and a zimmer biomet conical screw cup with a pe metal insert. Subsequently, the patient underwent revision surgery due to migration/loosening of the shell. Review of received data: x-rays: an ap and a single view of the left hip has been received, which was reviewed by a health care professional (radiologist): ap and single view of the left hip demonstrates a left total hip arthroplasty with screw fixation of the acetabular cup. Symmetric position of the femoral head within the acetabular cup. Radiolucency along the cement hardware interface of the proximal femoral component suggesting loosening. No fracture is seen. Product evaluation: no product was returned as they are at ior laboratory for medical devices; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet, as it contains devices from a different manufacturer. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient had a total hip replacement consisting of a modular stem and a biolox head from lima corporate and a zimmer biomet conical screw cup with a pe metal insert. Subsequently, the patient underwent revision surgery due to migration/loosening of the shell. Based on the received undated x-rays the reported migration/loosening of the shell could radiologically not be confirmed with certainty. Additionally, neither operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity, and a more detailed medical history are unknown. According to the reported event the stem and head were from a different manufacturer, which classifies as an off-label use. It is possible that this unapproved product combination negatively affected the performance of the involved devices. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information it is possible that combining zimmer biomet devices with devices from a different manufacturer led or contributed to the reported event. Nevertheless, based on the unavailability of the devices and due to missing medical records a specific root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.